Event description:
A patient allegedly received three burns while using the tens electrode. The severity of the burns was not able to be determined. However unspecified secondary medical treatment was administered on the burns. Therapist "a" began treatment on the patient with "russian stimulation". The burn occurred when the patient was switched to an "interferential stimulation" treatment under the administration of a different therapist "b". The distributor of the product after talking to the clinic where the treatments were administered concluded the burn was due to user error namely the current used during the interferential stimulation" treatment administered by therapist "b" was too high. The electrodes were discarded by the end user and were not able to be returned to the manufacturer for evaluation. The direct result of the burns were not able to be determined to originate from the tens electrodes or from the actual stimulation unit(s) which are of an unknown brand.